Event description:
The patient underwent full vns replacement surgery. System diagnostics were performed and the results indicated high impedance. It was stated that all products discarded in surgery.

Event description:
It was reported that high impedance was observed on the patient's vns. However, this was observed during normal diagnostics as it was stated that the patient could not tolerate system diagnostics, due to the output current and pulse width of the diagnostics test.. It was stated that the patient's vns settings were not showing an end of service battery status indicator. It was reported that the system diagnostics would not be performed until surgery due to the patient's tolerability issue. The patient was referred for vns generator replacement surgery with a possible lead replacement if the high impedance was present on the system diagnostics. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.